Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please verify if the reported product is silk suture what is the product code of the suture? Verify if the lot # ml9czbbo should be ml9czbb0 instead?

Event description:
It was reported by health authority that the patient underwent a hysteromyoma procedure on (B)(6) 2019 and suture was used. The needle pulled off from the needle during use. The fallen piece was retrieved from the patient. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following additional information was requested, and has been received: please verify if the reported product is silk suture? No what is the product code of the suture? W9215 verify if the lot # ml9czbbo should be ml9czbb0 instead? Yes.